Event description:
The patient's daughter reported that the device attempted to treat the patient's atrial fibrillation by delivering 56 high power shocks that wore the battery out. The device was also noted to be at eri (elective replacement indicator). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5076-52 implantable pacing lead, (B)(6) 2001. (B)(4): upon analysis, normal battery depletion was found.